Event description:
Additional information received noted upon interrogation, right ventricular noise reversion and high ventricular rate episodes related to oversensing were found on the right ventricular lead. Programming changes were made. Isometric maneuvers were negative for oversensing with the new configuration. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, right ventricular (rv) noise was noted on the rv lead. The noise was reproducible with shoulder adduction and tapping near the device header/lead connection. The device was reprogrammed. The patient was stable.

Event description:
Additional information received noted the patient presented in clinic. Upon interrogation, the right ventricular (rv) lead continued to show episodes of noise reversion episodes. No changes or interventions were made. No patient symptoms were reported.

Event description:
Additional information received noted that the patient presented remotely via merlin.net. Upon investigation, the right ventricular lead continued to show episodes of ventricular noise reversions. No intervention was made. No patient symptoms were reported.